Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis, drain tube put in, and extended hospitalization in the intensive care unit (ICU). Transseptal puncture was performed with a brk needle and ablation was performed. During the case, the physician felt a stem pop during ablation but after checking with the echocardiogram (echo) nothing was found and throughout the case, everything was fine. After one hour of the patient being in the recovery room, a second echo was done and a pericardial effusion was found. Pericardial effusion was drained with a pigtail catheter. Later that evening, the patient was taken to surgery which showed no active leak in the heart (no perforation found in surgery). The physician's opinion on cause was that it was procedural complication. There were no error messages observed on biosense webster equipment during the procedure.